Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the leadless implantable pulse generator (ipg) was implanted with two or more tines inserted, but after the tether to the delivery system was cut, it dislodged. The leadless ipg was snared and successfully recapt ured/removed and the whole leadless ipg system was replaced. The replacement leadless ipg gave unstable data readings and poor tine engagement. The replacement leadless ipg implant was abandoned. No patient complications have been reported as a result of this event.